Manufacturer narrative:
Pump received with e22 alarm followed by a32 alarm after battery installation, problem isolated to mother board. Unable to perform any tests due to e22 and a32 alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a recurring software detected alarm. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer was advised to clear the alarm but got another alarm. The insulin pump was returned for analysis.